Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was implanted with an ovation ix abdominal stent graft system on (B)(6) 2018, it was noted the graft was undersized. At the conclusion of this procedure, the physician noted an endoleak type 1a. Plans to re-intervene are being discussed but a date has not been scheduled. Patient continues to be monitored. No additional patient sequelae has been reported.